Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor regarding an external device. It was reported that the reason for the call was to report that about a week ago, they experienced difficulty recharging, and said it would connect and show it was recharging, however, they said it really was not recharging. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed, as the patient did not have the equipment with them. They were redirected to call back to the manufacturer help line to continue troubleshooting. There were no patient symptoms or further complications reported at this time.